Event description:
The customer's mother reported her son's blood glucose reached "high" (>500 mg/dl) less than 4 hours after the pod was activated. She checked for ketones and they were moderate. She noticed the cannula had come out of the infusion site. She also stated the adhesive was not sticky around the cannula area.

Manufacturer narrative:
The product was not returned for eval. The user reported a dislodge cannula. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance criteria.